Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing but were backed up and leaking from the cartridge pigtail during the load fill tubing process. Customer was using off label insulin at the time of the event. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed. Customer's blood glucose was 150 mg/dl.